Manufacturer narrative:
The manufacturing site is unknown as the catalog number is unknown. Bd headquarters in (B)(4) is used for these fields. A sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported the heparin was being administered with a non bd device when the suspect device fell off the syringe. The rn was poked while looking for the needle.